Manufacturer narrative:
Sample drape was soaked in bleach for 45 minutes to 1 hour, rinsed, let dry, checked used sample and took photos. Then visually checked for holes or leaks. No holes, leaks or tears were noted in the drape. After reviewing the sample, it has been concluded that the non conformity (hole) is a burn. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations.

Event description:
An end user reported that the drapes om-ors-300 were leaking during scope warming procedures.